Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was selected for use in an endovascular treatment. During the first inflation, the balloon ruptured from a pinhole locate at the tip. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.